Manufacturer narrative:
(B)(4).

Event description:
It was reported "customer states that after the catheter was placed ~ 48 hours later one of the pigtails cracked and began leaking. They are not sure which pigtail." The cvc was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one 3-lumen cvc for analysis. Signs of use in the form of biological material were observed inside the catheter body. Visual analysis revealed a small hole on the proximal extension line. Microscopic examination confirmed the damage and revealed that the edges were smooth/uniform and angled, which is damage consistent with contact with a sharp instrument (i.e. Sutures, needle bevels, scalpels). The hole on the proximal extension line measured 67mm from the white luer hub. The proximal extension line outer diameter measured 0.086", which is within the specification limits of 0.084"-0.088" per the proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 0.057", which is within the specification limits of 0.055"-0.057" per the proximal extension line extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the proximal line, water was observed leaking from the hole on the extrusion. No leaks were noted when flushing the medial and distal extension lines. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A manual tug test confirmed that all three lines were secure within the respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking extension line was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a leak from a small hole on the proximal extension line. Microscopic examination revealed that the edges of the hole were smooth/uniform and angled, which is damage consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "customer states that after the catheter was placed ~ 48 hours later one of the pigtails cracked and began leaking. They are not sure which pigtail." The cvc was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".